Manufacturer narrative:
A getinge field service engineer was dispatched and was unable to replicate the issue. The unit had unrelated preventative maintenance on the safety disk and tidal disk completed and the unit passed all functional and safety tests.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) EKG trace was not working. Users identified iabp as failing to pick EKG trace when troubleshooting cables and leads. Iabp never stopped running. Users opted to swap out the iabp to continue treatment without issue. There was no patient harm reported.